Event description:
It was reported that, during hip intertrochanteric surgery, the tip of an intertan 7.0mm comp screw starter drill snapped off as it hit the nail while being inserted. All parts of the broken drill were recovered. The procedure was finished with a change in the surgical technique using a single "subtroch lag" instead of dual lag/comp screw. Surgery was not further delayed. The patient was not harmed beyond the aforementioned event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per report all the pieces from the broken drill were retrieved from the patient. Although broken drill caused a change in the surgical technique it has been communicated that that the patient was not harmed. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.